Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Improper keypad function was confirmed and was determined to be caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #6 key is pressed 16 will be displayed. When in alphabetic mode and the abc key is selected, ap will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further the reported event.

Event description:
It was discovered during testing that a spectrum pump's keypad was not functioning properly. It was also reported that there was no patient injury.